Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received 13 inappropriate shocks due to left ventricular assist device (lvad) placement which caused electromagnetic interference (emi) oversensing. Additionally, it was noted that smart pass was disabled due to low amplitude and the beeper was disabled due to a magnetic resonance imaging (MRI). Technical services (ts) was consulted, discussed smart pass disablement, discussed possible reprogramming options but recommended to leave therapy off until postural testing can be performed to confirm the alternate sensing vector is viable. This s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received 13 inappropriate shocks due to left ventricular assist device (lvad) placement which caused electromagnetic interference (emi) oversensing. Additionally, it was noted that smart pass was disabled due to low amplitude and the beeper was disabled due to a magnetic resonance imaging (MRI). Technical services (ts) was consulted, discussed smart pass disablement, discussed possible reprogramming options but recommended to leave therapy off until postural testing can be performed to confirm the alternate sensing vector is viable. This s-ICD remains in service. No additional adverse patient effects were reported.